Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the error "no disposable, pump won't run" message was duplicated when trying to infuse the device. It was found that the pump was missing the downstream sensor's nub. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "no disposable pump won't run" error message. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.